Event description:
The customer reported obtaining prostate specific antigen (psa) results on two patients that were questioned by the physician involving unicel dxi 800 access immunoassay system. The instrument was generating "reagent pipettor detects fluid at unexpected height" error messages. The psa results in question were both 0.01 ng/ml and when repeated on an alternate instrument generated higher results that were within normal range. The customer verbally reported two patients' results, but noted five corrected reports were issued. The customer did not provide the additional three results that were issued. Please refer to patient data table attached. The customer reported no change to patient treatment in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found the sample pipettor tubing was rubbing on the chassis which caused the tubing to develop a hole. The fse replaced the tubing and verified system operation.